Event description:
Pt noted to have highly calcified lesion of lcx artery. Balloon angioplasty resulted in both balloons rupturing. Cine revealed small dissection. Unable to stent lesion/dissection due to heavy calcification. Md ordered surgical consult. Vital signs were stable with no chest pain. Adequate bloodflow noted on cine post procedure. No adverse outcome to the pt.